Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose level of 500 mg/dl. Customer was experiencing low blood glucose level when they tried to treat high blood glucose level. The insulin pump will not be returned for analysis.